Event description:
Patient called to report he was taking out the cassette and he noticed solution was leaking from inside the cassette door. There is no sample for an evaluation. There is no report of patient ill effect.

Manufacturer narrative:
Device history record review: one complaint received on this lot. Sample analysis: no sample available for an evaluation. Conclusion: the complaint is unconfirmed. No further investigation required per complaint investigation procedures. Event data will be trended per quality data analysis procedure. No CAPA required; does not meet escalation criteria at this time, will monitor through trending programs and escalate as required by complaint management and CAPA process.